Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device was admitted to the hospital with an all over body rash. An allergic reaction to the product materials was suspected. The physician referred the patient to a dermatologist for further review. This device remains in service. No additional adverse patient effects were reported.